Manufacturer narrative:
This supplemental report is being filed to correct the e1: initial reporter title; e1: initial reporter first name; e1: initial reporter last name; e1: initial reporter facility name; e1: initial reporter address 1; e1: initial reporter address 2; e1: initial reporter city; e1: initial reporter zip/post code; e1: initial reporter phone; e1: initial reporter fax; e2: health professional?; and e3: occupation.

Event description:
It was reported that this right atrial (ra) lead exhibited sensing failure due to lead dislodgement. This ra lead was repositioned and remains in service. However, a repeat operation was scheduled. No additional adverse patient effects were reported. According to the additional information, the electrocardiogram (ECG) confirmed pacing failure, and x ray revealed lead pulling, which verified the dislodgement. In addition, another dislodgement occurred, but the family of the patient declined further intervention at the same facility. The patient was transferred to a different hospital, where the entire system was removed and replaced with a leadless pacemaker from another manufacturer.

Event description:
It was reported that this right atrial (ra) lead exhibited sensing failure due to lead dislodgement. This ra lead was repositioned and remains in service. However, a repeat operation was scheduled. No additional adverse patient effects were reported. According to the additional information, the electrocardiogram (ECG) confirmed pacing failure, and x-ray revealed lead pulling, which verified the dislodgement. In addition, another dislodgement occurred, but the patient's family declined further intervention at the same facility. The patient was transferred to a different hospital, where the entire system was removed and replaced with a leadless pacemaker from another manufacturer. No additional adverse patient effects were reported.